Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported that the patient was ¿upset and disgusted with therapy¿ and ¿gave up on it¿. The patient was reportedly upset with ¿the whole thing¿ and the ¿electrical shock¿ and was ¿confused¿. No further information was reported. If additional information becomes available, a follow-up report will be submitted.